Event description:
The neuro monitoring tech had 48 inches of one of her electrode leads break off into the pt's right popliteal area, c-arm was used. Searched for the electrode. A small skin incision was made, the needle electrode was never recovered.